Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture and a rise in pacing impedance measurements. Additional testing was discussed with (B)(4) technical services (ts). The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an x-ray was performed and the physician believed there was a small perforation. This was likely the cause of the change in lead impedance and threshold measurements. No interventions were planned. No additional adverse patient effects were reported.

Event description:
Additional information was received that the device is programmed off due to chronically high thresholds on the rv lead. This rv lead remains in service. No additional adverse patient effects were reported.